Manufacturer narrative:
UDI: (B)(4). The device was not returned for evaluation. The device history record was reviewed and no anomalies that could be associated with the complaint incident was observed. The reported complaint was not confirmed. A determination of root cause was not possible.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3006697299-2019-00108.

Event description:
This is 1 of 2 reports. A service manager reported that after switching the unit on and completing the wait period and pressed the amplitude test, the c2602 cusa excel 36khz straight handpiece did not pass the amplitude test and had a vibration alert. In the run mode, if they pressed the orange vibration foot pedal, there was no output and it gave a vibration alert. They tried to change the tip but still there was no change. They were able to confirm the problem of the handpiece by checking another 36khz handpiece using the same cusa console and worked properly. There was no patient involved since the failure was discovered while testing. Additional information has been requested.